Manufacturer narrative:
This serves as a correction report. Initial 30-day report had incorrect selection. Correct selction is 'yes'. Section has been corrected as required.

Event description:
Customer reported a calibration issue with his meter that prevented him from obtaining a blood glucose result. Customer reported that on (B)(6) 2014 at 7:00pm, he began experiencing symptoms described as shaking, sweating, and shortness of breath. Customer made three attempts to obtain a glucose result on his adc meter and was unsuccessful. Customer did not eat or self-treat and reportedly "passed" out at approximately 8:30pm. Paramedics were called and upon their arrival, customer was reportedly diagnosed with hypoglycemia and treated with "sugar tablets" and a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The meter powered on with button depression and insertion of both cal bar and strips. Calibration code change/ lost (cal null) was not observed. Did not observe lot code shows as 6 dashes. The complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.